Event description:
Provider spoke with alice h. In customer service ext 7930 to advise that the bearings are worn out on this chair. Provider hung up before any additional information could be obtained.